Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. The investigation found that the device alarmed error code 2110 when it was powered up. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that corruption of the memory of the circuit board was the cause of the reported issue. The circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured feb. 2001, and is out of warranty therefore, no manufacturing DHR review is needed

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming error code 1260 and 1210 during testing. No adverse patient effects were reported.